Event description:
It was reported that the customer passed away in 2009. It was stated that the infusion set used may have played a part in customer's death. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made, and further info will follow once the analysis has been completed.